Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual device was not available; however, two (2) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed on the companion samples and bubbles were identified during direct entry compounding cycle. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (04) em2400 valve sets had bubbles at port 5. The issues were noticed during preparation at pharmacy. There was no patient involvement. No additional information is available.